Event description:
A customer contacted baxter to report that the product was received without a lot number and expiration date. Patient injury and medical intervention were not reported for this event. Patient not involved.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. This complaint was not confirmed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.